Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by manufacturer? Not returned.

Event description:
A patient prescription for was submitted for a patients' right proximal femur. Diagnosis is " failure of trochanteric grip". Notes indicate " dr has requested a stanmore mets proximal femur with trochanteric plate and screws to reattach abductor to fit gmrs taper in situ. Total femur" required by date indicates asap. Current pin (B)(4). Previous gmrs.